Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the for high blood glucose level. The customer¿s blood glucose was 400 mg/dl or 500 mg/dl at the time of incident and current blood glucose was 255 mg/dl. Customer waking up with blood glucose level 400 mg/dl or 500 mg/dl. Customer treated high blood glucose with the pump. Customer report nausea as related symptom. Customer reports they feel okay to troubleshoot. Customer reports they do not have a back-up plan available. Customer reports they have contacted their hcp regarding the high blood glucose. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose level. Recent high blood glucose level event began: (B)(6) 2017. Customer is not calling back to perform an high pressure test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.